Event description:
It was previously reported that six weeks after placement of a cypher stent, the patient had an ami, went into cardiac arrest in the ambulance and thrombus was found in the stent following cag at the hospital. The thrombus was in the proximal end of the stent. Aspiration and poba were conducted with a high pressure balloon to treat the thrombus. The treatment was not successful so 2 driver stents were implanted in the lmt as a y stent. The patient died later that day after treatment of the thrombus. However, additional information was received that the patient remained unconscious following the previously reported event but did not pass away. The patient died approximately eight months post index procedure due to multi organ failure.

Manufacturer narrative:
The report was created under a previously global complaint handling system which is not available for updates. Therefore, this report is submitted as an initial report under the new complaint handling system but represents a correction to the previously reported date of death.